Event description:
It was reported via int'l report number 76-99 d, that while attempting to loosen a 'dahlhausen foam nose" from the cannula, problems were encountered. The 15mm connector detached from the inner cannula. The reported device was a 8 fen trach tube. The product was in use approximately one (1) week when this problem occurred. Limited info is available regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The device was returned to the MFR, the eval results are included.